Event description:
On 29 dec 2008, the distributor became aware and reported that during a revision surgery on (B) (6) 2008 for removal of hardware, the head of the screw came off after explantation when the nurse was washing the screw. This malfunction, screw disassembly, has been resulted in an adverse event in the past.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.